Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, brown particles on the surface of the shell, underweight. A microscopic analysis was performed which identify crease smooth opening on anterior. Based on the device analysis the final assessment is: a crease smooth opening on anterior assessed as fold flaw opening. The event of " capsular contracture " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, anxiety.

Event description:
Healthcare professional reported "textured" against right device. Healthcare professional later reported "capsular contracture baker grade iii" and "intracapsular rupture." The device has been explanted.